Event description:
Revision surgery - the patient stated that their shoulder felt unstable.

Manufacturer narrative:
The reason for this revision surgery was shoulder instability after 4.6 months in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination a review of the device history records showed (B)(4) non-conforming material report (ncmr) associated with this product. Ncmr #(B)(4) documents a scratch and pit with depth on the polished surface which is against the specification per material specification (ms) ms#10 & inspection procedure (ip) ip#54. The rejected part in the lot was reworked and accepted. A review of the product complaint report history showed there were (B)(4) prior complaints against this part and has (B)(4) complaints with similar failure mode pertaining to "stability, poor joint". This is the (B)(4) complaint for the incident lot# 934c1071. This investigation is limited in scope because the explanted products were not returned to djo surgical and a definitive root cause cannot be determined. There are no indications of a product or process issue affecting implant safety or effectiveness.